Event description:
The customer reported that they received a high po2 result on 2 patient samples and low po2 result on 1 patient sample compared to the initial testing of the patient sample on another lab instrument. There is no report of injury due to this event.

Manufacturer narrative:
The instrument is currently operational. The customer has provided instrument files. Investigation is ongoing. The cause of this event is unknown.